Event description:
Approximately 2 months after a right total ankle replacement, the patient was revised due to infection. The poly was revised. The event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. No x-rays were provided. No product returning as it is unavailable. No device images were provided.

Manufacturer narrative:
D10: concomitants: a899216 350-24-24 - vit e liner-r-sz 4-8mm a274758 350-02-04 - talar implant sz 4 rt a747592 350-10-04 - ankle sz 4 locking clip a790605 350-12-04 - tibial plate fb sz 4 rt 066164 351-91-03 - recip sawblade 8x50x1mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.